Event description:
Device issue: stent fracture. Adverse event: stent fracture. Onset of adverse event: after the procedure. It was reported that two years after the implantation of the xact stent in the left internal carotid artery, x-rays found the xact stent had fractured. The pt was reported as asymptomatic. There was no reported intervention. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.